Manufacturer narrative:
Patient weight was added to the record. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing discomfort from the ipg being implanted at their belt line. Surgical intervention may be undertaken for this issue.

Event description:
Follow up identified that the ipg was explanted and replaced, and the pocket site was moved above the belt line, resolving the issue.